Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the event occurred in (B)(6) 2018 and when they got back home, they turned the device back on again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient needed to reset their zapper and was having problems with their bowels. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that when the patient went grocery shopping and had to walk through the sensor, it turned their machine off. No patient symptoms were reported. No further complications were reported/anticipated.